Event description:
At the beginning a double lung transplant, doctors were using a valleylab esu electrosurgical unit in conjunction with an argon machine. The argon machine has a cut/coag portion on the machine that allows the surgeon to use a cautery pencil with it. While opening the patient and using the coag consistently for a period of time, the argon machine just stopped working. It was at a time that 2 cautery pencils were being used (one from the valleylab and one from the argon machine). The surgeon would be using the coag and it would just stop working for 5-10 seconds, the argon machine would beep and then it would start working again. The circulator tried unplugging the pencil and grounding pad from the machine, unplugging the machine and then turning it off and on. This still yielded the same result when using the argon again. The cut/coag settings that the surgeons were using at that time was between 35-40 for both. The valleylab machine was not affected at all. With the argon not being reliable and continuing to work and then not work, the surgeons just quit using it all together. At the time of this incident as well, the argon handpiece was not plugged into the machine, only the cautery pencil and grounding pad.the surgeon made a comment that led me to believe that this was not the first time this exact problem had occurred. When speaking to several rns and sts surgical technologist on the unit, they all agreed that this situation had indeed happened to them at the very least one time (but every time that they used the argon machine). Lung transplants are the primary surgery that the argon machine is used for. This could potentially be a very serious situation if not attended to very quickly.we were able to duplicate the reported problem with 5 second delay once the "remote power control" switch on the front panel was activated.